Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter intermittently lost connection with the pump. Reportedly, the transmitter and pump were not being worn within line of sight. Despite moving the pump and transmitter within line of sight, the reported issue persisted. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.